Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient was discharged after the procedure with no complications noted. On (B)(6) 2013, the patient presented to the ER with a right cold foot. The pulses in the right foot were checked and confirmed to be decreased. A CT angiogram was performed which showed material in the pt/tibial trunk which was believed to be "sealant". The patient was taken to the surgery room where an embolectomy was performed. Flow to the right foot was restored. Two days after the surgery the patient was discharged to home. The patient was reported as having good flow to her right foot. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1301602) indicated that the device lot met all established performance criteria prior to shipment.